Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 313.97; synthes lot: 7255089; release to warehouse date: february 28, 2013; no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Service & repair evaluation the customer reported the spring in the holding sleeve was lost. The repair technician reported the spring was missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: spring. The item was repaired per the inspection sheet, passed synthes final inspection on august 6 , 2018 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and returned to the customer. No design or manufacturing issues were identified; therefore, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 313.97, synthes lot number: 7255089: release to warehouse date: 28-feb-2013, manufacturing site: synthes jennersville: no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There was no patient involvement reported. Device is an instrument and is not implanted/explanted. Initial reporter is a synthes sales consultant. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning/sterilization process of the device on an unknown date, it was noticed that the spring of a holding sleeve was lost. There was no patient and procedure involvement. This is report 1 of 1 for (B)(4).